Manufacturer narrative:
(B)(4). The unit is used solely for testing at the sister manufacturer site for disposable circuits and oxygenators. The field service representative (fsr) noted the equipment has not been regularly maintained by anyone, and is in generally rough condition. He recommended to customer they return the unit to manufacturer for repair, but they declined due to cost. This unit is not used on patients.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the roller pump had an alarm "overspeed 1" upon pressing the forward or reverse keys. There was no patient involvement.

Manufacturer narrative:
The pump safety board is the suspect defective part. This part is obsolete and/or not available. No part will be returned to the manufacturer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.